Event description:
A patient with an external neurostimulator (ens) for trial stimulation reported that the day prior to the call they were not feeling well and were being tested for a possible stroke. It is unknown if the potential stroke is related to the trial ens. No device malfunctions were reported and patient status is unknown at the time of this report.